Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2018 with the following findings: motor error with occlusion during prime alarms were confirmed in the black box data. The pump powered on and rewind, load and prime steps successfully completed. The pump was exercised for 24 hours without any alarms occurring. Investigation did not duplicate the complaint. The internal drive assembly was found to be intermittently stiff, seizing on occasion. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.